Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle broke off into the patient during use, and it was unknown how it was retrieved. The following information was provided by the initial reporter: "it was reported that when they inserted into the patient, the needle broke off. The needle stayed in the patient but she did not know how they retrieved it. They were able to re stick patient."

Manufacturer narrative:
Bd received one used 20ga insyte autoguard winged IV catheter unit accompanied by an undamaged opened package from lot number 9325479, reference number 381534. The unit was received in three portions: portion #1 was the catheter tubing with the wedge. Portion #2 was the pink winged adapter and portion #3 was the needle/hub assembly which was fully retracted inside the safety shield (barrel). There were traces of thick dried media present inside the nose of the adapter and inside the flashback chamber. This type of failure mode could potentially be caused by incorrect swage depth or incorrect flare length. Measurement of the swage depth could not be performed since the wedge-tubing assembly was separated from the adapter. The adapter was evaluated and there were no molding defects found that could affect the swaging process. The flare length was evaluated where it was found acceptable per specifications. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle broke off into the patient during use, and it was unknown how it was retrieved. The following information was provided by the initial reporter: "it was reported that when they inserted into the patient, the needle broke off. The needle stayed in the patient but she did not know how they retrieved it. They were able to re stick patient."